Manufacturer narrative:
The reported complaint that coolant is leaking from the thermogard xp ivtm system (sn (B)(6) was confirmed during visual inspection and functional testing. Coolant was observed to be leaking from the bottom of the coldwell. The root cause of the reported issue was the cracked coldwell, possibly related to the age of the device. The thermogard xp ivtm system was manufactured in 2012 and is over 13 years old. The device life expectancy is 5 years. Functional testing was performed, and the device passed all tests. However, coolant was dripping out of the bottom of the coldwell; thus, confirming the reported complaint. The coldwell needs to be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that coolant is leaking from the thermogard xp ivtm system (sn (B)(6). A second console was used to continue therapy. No patient injury reported.